Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked between the base and body. This occurred with an unspecified number of catheters during use. The following information was provided by the initial reporter, translated from (B)(6) to english: leak at the junction between the base and the catheter body. Repeat on several units. There were no consequences, as the problem was detected before the radiopharmaceuticals were injected. One of the catheters is soiled with blood, the other contains a fluorescein solution, the department having carried out tests to objectify the leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. Investigation summary our quality engineer inspected the samples and photograph submitted for evaluation. Bd received two catheter adapter assemblies, one braun syringe, and one photo. Upon inspection of the received units and photo, it was observed that the adapters had damaged just under the metal wedge. Microscopic inspection of the damaged adapters revealed no indicators or impact marks as to what caused the crack to occur; therefore, representative units were used to try and recreate the observed damage. It was found that the defect could be consistently recreated by applying a perpendicular force to the adapter while the nose was resting in the transfer pallet, a step in the manufacturing process. The reported defect was confirmed and the root cause was determined to manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked between the base and body. This occurred with an unspecified number of catheters during use. The following information was provided by the initial reporter, translated from french to english: leak at the junction between the base and the catheter body. Repeat on several units. - there were no consequences, as the problem was detected before the radiopharmaceuticals were injected. - one of the catheters is soiled with blood, the other contains a fluorescein solution, the department having carried out tests to objectify the leakage.